Manufacturer narrative:
Results: load bed. Conclusions: bed in use and not available for inspection.

Event description:
It was reported by service report that the unit has load cell issues. No pt involvement or adverse consequences are reported.